Event description:
It was reported that bd plastipak hypodermic syringe with needle, the needle went through the shield. Verbatim: "upon opening the package of the bd brand tuberculin syringe - lot: 150380 - exp: 06/2025, it was observed that the needle guard had been damaged by the needle itself".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot and material number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.